Event description:
This study pt underwent carotid artery stent implantation and developed instent thrombosis after the procedure. Angiography revealed an 80% stenosis in the pt's left internal carotid artery. The lesion was mildly calcified and there was no vessel tortuosity. An angioguard xp was deployed beyond the target lesion and the lesion was pre-dilated with an unknown 3mm balloon at 7atm. A 10.0 x 40mm precise stent was successfully implanted at the target lesion and the stent was post-dilated with an unk 3.5mm balloon at 10atm. There was no thrombosis noted. Heparin was administered during the procedure. Act was 362. After the procedure was completed, the pt developed in-stent thrombosis without any neurological symptoms. The thrombosis was successfully treated with percutaneous transluminal angioplasty approx 12 days after the index procedure. Post-procedure medications included aspirin, clopidogrel and cilostazol. The pt was discharged from the hospital.

Manufacturer narrative:
The product was not available for analysis. A review of the manufacturing route sheets for the involved lot confirmed that the device met quality requirements for product acceptance. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The pt was maintained on an asa and plavix regimen as per the IFU. Review of the info suggests that vessel, lesion and pt factors may have contributed to the reported event.